Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (600 mg/dl), and diabetic ketoacidosis. Customer was treated with an insulin drip. Troubleshooting with tandem technical support was performed, and found that the infusion set cannula was kinked. At the time of the report the customer was still admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information on the reported hospitalization and the infusion set information; however, no additional information regarding this event was provided.